Manufacturer narrative:
Device history record (DHR) review: part: 04.027.052s; lot: l286861; manufacturing site: (B)(4); release to warehouse date: 02.feb.2017; expiry date: 01.jun.2027. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. : investigation summary: investigation selection. Investigation site: (B)(4).. Selected flow(s): 2. Device interaction/functional. Visual inspection: upon visual inspection of the complaint device it can be seen that the surface is showing signs of usage. Functional test: during investigation a functional test was performed, the blade passed the functional test (see pictures on pi level). As the blade is fully functional, the complaint is unconfirmed and no further investigation will be done. Document/specification review: not required per selected investigation flow in investigation sheet. Dimensional inspection: not required per selected investigation flow in investigation sheet. Summary: unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. No product fault could be detected. No corrective action required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part number: 04.027.052s. Synthes lot number: l286861. Release to warehouse date: 02.feb.2017. Expiry date: 01.jun.2027. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported the planned procedure was completed successfully with a delay of approximately 10 minutes due to device malfunction.

Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the procedure, on opening the sterile pfna-ii blade and attaching it to the ¿impactor for pfna blade¿, it was found that the sliding mechanism of the pfna-ii blade was not working. Hence it wasn¿t used by the surgeon and a different size blade was subsequently implanted. This is report 1 of 1 for (B)(4).